Event description:
Event description guidant received information that the patient with this pacemaker died. A family member suspects the pacemaker caused his death, as when the paramedics arrived at the house, they reported the device was not pacing. The healthcare facility informed the family that the patient died of natural causes. An autopsy was not performed to determine the cause of death and the pacemaker was not removed from the body before burial.